Event description:
Customer alleged obtaining discrepant blood glucose results of 175-200mg/dl (exact value not provided) back to back with a result of 43mg/dl when testing was performed less than 10 minutes apart on the aviva system. Customer reports low blood glucose symptoms of feeling shaky, hungry and disoriented when the alleged testing was performed. Customer reports self treating with an unspecified amount of apple juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.